Event description:
Olympus medical systems corp. (Omsc) was informed by the user that power sometimes turned off. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated. It was also found that there was led light failure. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. During investigation, failure of the main board and front panel unit was found. It was presumed that power was turned off due to failure of the main board. But the cause of main board failure and exact cause could not be identified because there was no abnormalities inside the device other than the reported phenomenon. It was presumed that led failure was due to failure of the front panel unit. But the cause of front panel unit failure and exact cause could not be identified because there was no abnormalities in appearance.